Manufacturer narrative:
The investigation confirmed that multiple, reproducible, lower than expected, vitros theo proficiency sample results were obtained using a 2x on-board dilution factor processed on the vitros 350 chemistry system. The vitros 350 chemistry system operator's manual ((B)(4) 2012 revision) recommends the entire diluent container be replaced when loading a diluent. However, the investigation determined that the customer was leaving the same sample cup on-board the diluents supply and continuously adding additional diluents to the container. Acceptable vitros theo performance was obtained using the on-board dilution feature after correcting this protocol issue. The root cause of this event is user error due to improper protocol for loading/handling on-board sample diluents. Additionally, user error due to over-dilution of samples (diluted for investigative purposes only) is a contributing factor for affected samples 1, 2, 3 and 5. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, reproducible, lower than expected, vitros theo proficiency sample results, using a 2x on-board dilution factor processed on the vitros 350 chemistry system. The following results were obtained: samples with expected results < 222.0 umol/l: proficiency sample 1 = 105.8, 103.0, 102.8, 102.6, 112.5, 118.8, 127.1 vs. An expected result = 170.53 umol/l; proficiency sample 2 = 89.0, 86.9, 85.1, 84.5 vs. An expected result = 120.91 umol/l; proficiency sample 3 = 131.8, 131.5, 131.5, 136.2 vs. An expected result = 198.61 umol/l; proficiency sample 5 = 127.1, 128.5, 131.9, 131.8, 143.3 vs. An expected result = 200.16 umol/l; sample with expected result > 222.0 umol/l: proficiency sample 4 = 233.1 vs. An expected result = 312.50 umol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).